Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the adc device, with symptoms of redness and burning sensation. The customer had contact with a healthcare professional who prescribed linola h n ointment for treatment (corticosteroid). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a skin reaction at the site of the adc device, with symptoms of redness and burning sensation. The customer had contact with a healthcare professional who prescribed linolahn ointment for treatment (corticosteroid). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on sensor patch. No issues were observed with the adhesive. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. H4 (device mfg date) were updated from 6/20/2022 to 3/26/2022 based on returned product download. All pertinent information available to abbott diabetes care has been submitted.